Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their implant kept on turning on and hurting their leg, stomach, and spine. Patient said they hadn't used the device in so long and all of a sudden it started turning on by itself. The implant was implanted to stop the pain but patient eventually got nerve block shots and no longer needed to use therapy anymore. Patient had not been using the device since they did the nerve block and hadn't been hurting, but now they were feeling a weird sensation all over their body, their stomach, leg, and back. Asked if patient had any falls, patient reported they fell 2 weeks ago at the courthouse and landed right on their face and stomach, it was a terrible fall. Patient did a CT scan and didn't get hurt. Redirected to hcp to check the device.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog. Serial# unknown: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Patient stated they found the pp (patient programmer) but there is no power on the pp. Patient stated since 4 days ago they were getting zapped on the left side of their back and the stomach. Patient stated they were not sure if something happened with the lead wire when they fell. Patient stated they will be going to hcp on (B)(6), at methodist but they were not sure if they could wait that long because of the zapping. Agent asked patient to replace the 9v battery on the pp, and the 9v battery indicator light came on showing the pp had power. Agent assisted the patient with using the pp to connect to the ins, and the pp did not show any light indicator for ins on or off. Agent recommend patient consult with hcp ofc for next steps.